Event description:
It was reported that during surgery, there was an error. It presented itself immediately upon attempting to operate the bur and before any initial bone was removed. The system was rebooted and resumed. The case was able to be finished with a 4-minute delay. No other complications were reported.